Manufacturer narrative:
The data acquisition pcb to motor controller pcb cable was returned to the manufacturer for failure investigation. This da to mc board cable was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop alarm displayed on the screen due to a data acquisition pcb adc reference failure. There was no patient involvement.